Manufacturer narrative:
(B)(4). UDI#: (B)(4). Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sleeve of juggerknot was hard, and did not move properly. Another device was used to complete the surgery. No adverse event has been reported as a result of the malfunction.